Manufacturer narrative:
Based on the information provided in the article, at this time no definitive conclusions can be made. The writer of the article concludes that the poor health of the patient may have contributed to her post implant condition. Multiple attempts have been made to obtain additional information including product identifiers and specific dates of surgeries. Without a lot number a review of the manufacturing records could not be performed. The adverse reaction section of the IFU lists fistula formation as a possible complication. Regarding infection the warning section states, if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection, however, may require removal of the prosthesis. If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following information was reported to davol and is based on a published journal article: per journal article (a case of mesh plug migration into the bladder 5-years after hernia repair) published online in 2015 (springer surgical case reports) documents an adverse patient outcome following the use of a bard/davol perfix plug and patch. A female patient, weighing (B)(6) was implanted with a bard perfix plug for the repair of a direct inguinal hernia. The plug was inserted into the transversal fascial, which is in the area of the bladder. Five years later the patient (noted to be (B)(6)) presented with right inguinal pain and fever. Swelling around the scar was observed. An infection of the mesh was suspected and an exploratory needle puncture was performed. Infected discharge was first observed and later urine was discharged from the punctured hole. Additional tests were performed and the patient was diagnosed with penetration of the mesh plug into the bladder and mesh infection. She underwent mesh removal and a partial bladder resection. The fistula route and the granulation around the mesh were also resected. The onlay mesh was removed through the inguinal incision site, however the plug was not visible. An additional laparotomy of the mid lower abdomen was performed to remove the plug from the bladder and to repair the bladder. It is noted that there was no complication following surgery observed. The writer of the article concludes that the poor health of the patient may have contributed to her post implant condition.